Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with redness, watery discharge, fb sensation, and dry eye eighteen weeks post lasik in the right eye. The patient has a history of hordeolum which is likely the culprit and not the dry eye syndrome according to the optometrist. The patient is still being monitored. Follow up information received stated symptoms have resolved with medication. The optometrist reported the episode appears to be independent of lasik since it occurred several months following the procedure.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. A review of the logfile for the date of treatment shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications during treatments at this day. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).